Event description:
It was reported that the user¿s ilet displayed ¿enter bg or connect cgm,¿ the pairing code was incorrect, and the user had to repair and edit the pairing code before reconnecting, during which the user administered 1.5 units of novolog by pen for elevated blood glucose; after guidance to remain disconnected for a period before resuming insulin delivery, reconnection occurred and glucose began trending down. Symptoms included hyperglycemia with readings reported as ¿high¿ and above 180 mg/dl for most of the day, with persistent high alerts over 90 minutes, without ketone testing or medical intervention. Outcomes included temporary disruption of automated insulin delivery, use of backup subcutaneous insulin, and return of glucose toward target after reconnection, with no hospitalization or need for assistance. Investigation included technical troubleshooting, verification and correction of pairing parameters, device re-pairing, and follow-up to confirm restoration of insulin delivery and glucose improvement. Investigation of this case revealed user-reported pairing code error and subsequent successful re-pairing, with no device alarms and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.